Event description:
It was reported that, approximately six days post implant, the patient complained of pain, possibly with ventricular pacing. It was also reported that the right ventricular (rv) lead exhibited high threshold. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.